Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead revealed a high out of range pacing impedance measurement. This information has been provided to the physician and is being further monitored. All other measurements were normal. No adverse patient effects were reported. Approximately, one year later, a replacement procedure was performed. The right ventricular lead was surgically abandoned and replaced due to noise and the out of range impedance measurement. In addition, increased threshold measurements were observed. The patient has not received any inappropriate shocks. No pacing inhibition was reported as a result of this issue as the patient is pacemaker dependent. This device remains implanted and in service.

Manufacturer narrative:
(B)(4). As of this date, this device remains implanted and in service. Should additional information become available, this event will be updated.